Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack valve, a curved opening on patch, flat creases, and white particles in the shell. Leak test and microscopic analysis was performed which identified: crack valve and two striated openings on patch and radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Two striated openings on patch and radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.